Event description:
Boston scientific received information that a high out of range shock impedance measurement was observed on this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead. Non-sustained ventricular tachycardia (nsvt) episodes were recorded to the device in which noise could be seen on the shock channel electrogram (egm). A memory download was sent to the boston scientific technical services (ts) for analysis. Ts discussed the issue and suggested measures to evaluate system integrity. Additional information received indicating that no revision was done as the patient will just be monitored continuously. No other out of range measurement was reported and no lead issue was suspected. The ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.